Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of upstream sensor occlusion intermittent was verified. The event log did show the error of upstream occlusion on (B)(6) 2014. Service replaced the upstream occlusion sensor. Use testing was performed. The problem source is the upstream occlusion sensor.

Event description:
Information was received that the cadd legacy plus pump alarms upstream sensor occlusion. No reported adverse effects.